Event description:
The customer reports: catheter separated from the hub.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer provided two photos for evaluation. Visual examination of the photos confirmed the distal luer hub was detached from the extension line extrusion. However, a full visual inspection could not be performed as the sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of extension line/luer hub separation was confirmed by visual examination of the customer provided photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter separated from the hub.